Event description:
It was reported that implantation of an impella cp was aborted as placement of the sheath could not be achieved due to the patient's anatomy. No patient harm was reported.

Manufacturer narrative:
Patient information was not provided. Section a was left blank. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Investigation summary: 14 fr x 25 cm introducer was returned for investigation and no damage was found on the returned introducer. Introducer ¿ difficult/unable to insert: clinical details indicate that preoperative CT imaging revealed pronounced bilateral calcification of the femoral and iliac arteries, as well as moderate kinking of the iliac vessels. Despite multiple attempts and the use of balloon catheters for vessel preparation, safe placement of the femoral access sheath could not be achieved and the procedure was terminated. No defect was found on the returned introducer. The cause of the insertion difficulty was most likely related to challenging patient anatomy (severe vessel calcification and kinking). Device history lot: device batch: s9652819. Device history batch: subcomponent lot: na. Device history review: all introducers from batch #s9652819 passed all inspection checks.